Event description:
Screw broke during insertion.

Manufacturer narrative:
The product was not returned for investigations. Based on the available info the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue.